Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient underwent the first stage of a two stage revision on an unknown date due to infection. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty and reports patient allegations of elevated levels of cobalt and chromium, tissue and bone destruction. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient underwent the first stage of a two stage revision on an unknown date due to infection. The cup, head, stem, sleeve, and taper insert were removed and replaced with competitor products. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty and reports patient allegations of elevated levels of cobalt and chromium, tissue and bone destruction. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient underwent the first stage of a two stage revision on an unknown date due to infection. The cup, head, stem, sleeve, and taper insert were removed and replaced with competitor products. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient was reimplanted on (B)(6) 2010. Cement spacer molds were removed ad competitor product was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-02228 and 1825034-2013-02253 / 02256).